Event description:
Lap chole - "when surgeon was trying to place the clip around the ducts during the case, each time he would squeeze the trigger back for clip closure, the clip applier would jam/or get stuck and the trigger would not release easily. After the case was completed, I, the rep, worked with the surgeon on his technique with the clip applier and he was using the applier appropriately. The clip applier still proceeded to jam easily." Pt status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.